Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure while the material was being used for aortic endarterectomy, the tip cover suffered thermal damage and melted. There was damage to the patients arterial intima and recovery procedures had to be performed. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.

Event description:
It was reported that during a procedure while the material was being used for aortic endarterectomy, the tip cover suffered thermal damage and melted. There was damage to the patients arterial intima and recovery procedures had to be performed. The procedure was completed successfully without a clinically significant delay.